Event description:
The customer reported the table longitudinal motion is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. System operates as intended.